Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger was not charging the implanted neurostimulator. Patient stated that when they went into the menu, the controller did not light up for check position or recharging. Patient said that they tried to move the device over the battery; agent understood as recharger, but it was still not recharging the implant. During the call, patient confirmed no visible damage to the recharger and controller charging port. Patient reset the controller. Patient attempted an implant charge session and saw no device found and confirmed that this is what had been going on. Patient pressed recharge and entered passive recharge mode (prm) with the numbers 0, 0, 0. Patient moved the paddle away from the implant and above their head and the numbers did not change. Patient shared that they went through prm before and would get 0 and 0 for the low and high numbers and sometimes it said 99. Patient mentioned that in the last few recharges that they were able to do, the paddle got very warm and they had to take the paddle off of their back. Patient confirmed that the antenna did not get hot to the touch and did not burn them. The issue was not resolved. Agent reviewed passive recharge mode information and other information. A replacement recharger (rtm) was sent out.